Manufacturer narrative:
Pump passed the displacement, prime/delivery and excessive no delivery tests. No excessive no delivery alarm noted. Pump received with missing segments due to cracked lcd zebra connector. Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a line across the display when the backlight was on. Customer stated that the ink appeared to be missing from this portion of the screen. The customer also reported that there was a piece of the battery cap missing. Customer stated that the insulin pump also had no delivery alarms which were resolved by a set change. Blood glucose level at the time of the incident was 102 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.